Event description:
It was reported by remote transmission revealed under sensing of the atrial lead. It also appeared the atrial lead was over sensing far field r-wave (ffrw). The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 left ventricular (lv) lead (B)(6) 2006; 6949 implantable tachy lead (B)(6) 2006. (B)(4).